Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction (cartridge alarm 19) was verified. The alleged reset malfunction was identified in the pump logs; however, no failure was identified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump unexpectedly reset while the pump was charging. The customer stated they were not using the pump at the time. Subsequently, when attempting to reload a cartridge onto the pump, the customer received multiple cartridge alarms (cartridge alarm 19). The customers blood glucose level was 250-268 (mg/dl). Insulin pens were used to address bg level. Reportedly that the customer will contact their healthcare provider to obtain alternate insulin therapy. The customer declined a follow up by tandem technical support to ensure the customer obtained backup therapy.